Manufacturer narrative:
The previous unique identifier (UDI) # provided was inaccurate. Updated unique identifier (UDI) # from (B)(4) to (B)(4).

Manufacturer narrative:
The impella lp5.0 was not returned for evaluation, as it was discarded following patient use and removal. In conclusion, a root cause was unable to be determined because product and data were not returned. There are no other complaints for pumps in this lot.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp5.0 was placed in a (B)(6) male patient. Following placement slight bleeding occurred at the access site. A sand bag was applied, and the heparin was reduced for 3 hours in an effort to stem the bleeding. The following day the patient was brought to the operating room due to a hematoma that developed at the access site. In addition, serious drainage (bleeding) occurred. The patient was given 5 units of fresh frozen plasma (ffp), 2 units of platelets, and the patient also received a third unit of packed red blood cells. The patient was reported to have been successfully supported for 76-65 hours. The device was removed on (B)(6) 2018 and the patient was transferred to another facility were another impella lp5.0 was placed in the patient. There were no other adverse patient effects and the patient was in stable condition upon the removal of the first impella lp5.0. It is unclear whether these blood products were given because of the bleeding at the access site, the hematoma, or a pre-existing patient condition.